Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/17/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 additional investigation summary: actual complaint sample can't be returned, manufacturing and batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 2019 and suture was used. During the procedure, the suture broke when sewing the wound. Immediately changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.